Event description:
The package was opened and it was discovered that the product was broken. There were 3 separate pieces. The syringe was intact but the needle was broken off with the cover still intact and a small pink ring which seems like it should connect the two together. It was expressed that this has been happening lately.